Manufacturer narrative:
Date sent to the FDA: 12/16/2011. This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2011-02159. Please see medwatch report # 2210968-2011-02159 for all information regarding this event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an incarcerated incisional hernia repair procedure on (B)(6) 2009 and mesh was used. The patient experienced an incarcerated bowel in (B)(6) 2011 and underwent another procedure to repair multiple recurrent ventral incisional hernias on (B)(6) 2011. During this procedure several loops of small bowel were adherent to the lip of the hernia. The surgeon had to lyse the adhesions. The initial mesh was not removed and a different type of mesh was placed to repair the hernias. The patient is doing well.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01383. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was used. The patient experienced an incarcerated bowel on (B)(6) 2011 and underwent surgery. During the procedure,the mesh was not removed. Concommitantly, during the surgery, a repair of a ventral hernia was performed using an unknown mesh. The patient reports she is doing well and only has a few seromas. Additional information has been requested.